Event description:
Reporter indicated that his vns therapy programming handheld was freezing during the interrogation of pts' pulse generators. Good faith attempts are being made to obtain the handheld in question for product analysis.